Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and universal serial bus (usb) door is broken. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Trouble shooting for the receiver and battery was performed and confirmed the reported event of the receiver ceasing to function. The root cause was determined to be a defective receiver battery.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, device ceased to function. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and could not confirm the reported event of device ceasing to function. A definitive root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, device ceased to function. No additional patient or event information is available.